Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges chair went from a recline position on its own to the highest position and dumped him on the floor.

Manufacturer narrative:
The device was returned for evaluation. The evaluator could not duplicate any inadvertent movement during actuator testing.

Event description:
Alleges chair went from a recline position on its own to the highest position and dumped him on the floor.